Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index s.urgical procedure? Date of the gastric neruo stimulator implant with a pilora plasty? Date of the neuro stimulator removal? Was the stratafix spiral used in both procedures? Was the stratafix spiral used in gastric neruo stimulator implant with a pilora plasty? If yes, on what tissue was the suture used? Was the stratafix spiral used in neuro stimulator removal? If yes, on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Where was the gastric leak? Was the suture used at the site of the gastric leak? Was the gastric leak considered an anastomotic leak? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure, if applicable? Were there any patient stress factors that may have contributed to the gastric leak? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name? Will the product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent procedure on (B)(6) 2024 and a barbed suture was used. One week post-op of a gastric neruostimulator implant with a piloraplasty, the patient underwent a neuro stimulator removal. Both those cases were robotic. The patient returned for a gastric leak. Four leak tests were performed. They confirmed there was a gastric leak but were unable to confirm where the leak was occurring from. The patient was sent to gi to get a stint. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.